Event description:
It was reported that there was a revision of a left knee due to trauma; patient suffered wound. Surgeon did I&d and poly swap due to possible infection.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown ts tibial insert. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. (B)(4).